Event description:
It was reported that stem of femur broke. After revision scheduled, more info will be forthcoming.

Manufacturer narrative:
An event regarding a broken stem involving an unknown femur was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that stem of femur broke. After revision scheduled, more info will be forthcoming.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femur. It was noted that the device is not available for evaluation yet as the device remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report.